Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file the reported ventilation stop could not be confirmed. The log file analysis revealed several ¿disconnection?¿ alarms during the nebulization. Additionally, alarm messages such as ¿airway obstructed?¿, ¿airway pressure low,¿ and ¿leakage¿ were raised by the device. As per log file the anti-air shower function was enable by the user. Consequently, the device reduced the flow delivery due to the detected disconnection. The analysis of the log file found no indication for a device malfunction. The device was tested by the dräger service and confirmed to be operating as per manufacturer´s specification. When the anti air shower function is activated and a disconnection is detected during ventilation, the flow is reduced until a reconnection is detected. Simultaneously, the "disconnection?" Alarm is displayed. During a reconnection request there are no graphs displayed. The "anti-air-shower" function is described in the instruction for use. The device reacted as specified on a detected disconnection and posted an appropriate alarm. Based on the investigation results this case is assessed to be not reportable anymore as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence as there was no device malfunction.

Event description:
It was reported that the device stopped the ventilation when the nebulizer was activated. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped the ventilation when the nebulizer was activated. There were no health consequences for the patient reported.